Manufacturer narrative:
Concomitant medical products: c5tr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that there was a left ventricular (lv) lead dislodgement during the implant procedure. The lv lead was not able to reach the determined target location and there were unacceptable pacing thresholds. The lv lead remains in use. The patient is a participant in (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.